Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, scratched casing, pillowing keypad overlay, cracked select button keypad overlay texture damage, broken belt clip rails, missing retainer, and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via email that the belt clip ridges on the insulin pump were broken. The insulin pump was returned for analysis.